Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0vf07, implanted: (B)(6) 2015, product type: lead; product ID 3387s-40, lot# va0vf07, implanted: (B)(6) 2015, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) that reported the patient had involuntary movements on their left side. It was a sudden change in therapy/symptoms that occurred 3 days prior to report. The patient may have had a stroke or developed an abscess near their lead/subthalamic nucleus (stn). They wanted to perform an MRI but discovered impedance issues. Left side impedance c<(>&<)>0 was 2018 ohms. Bipolar pairs with 0 electrode were elevated. The patient was programmed c1 which was 1281 ohms. All other values were in range. The patient was implanted for parkinson's dual and movement disorders. Additional information received reported after re-running at 3v the case combinations were all within range. They suspected the change in therapy was a result of a stroke or an abscess. Further follow-up was being conducted to determine what were the results of the MRI, what actions/interventions were taken, and had the stroke/abscess been resolved. If additional information is received, a follow-up report will be submitted.